Event description:
It was reported that after this inflatable penile prosthesis (ipp) was placed, the device was filled but would not inflate or deflate. Troubleshooting was performed but was unsuccessful; therefore, the physician removed the device while still inflated and the procedure was completed with a new ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Both cylinders passed visual inspection. No damage or abnormalities were found. No leaks were found in the cylinders. The pump was microscopically inspected, leak and functionally tested. The pump passed visual inspection. No damage or abnormalities were found. No leaks were found. Functional test revealed that the pump did not pass the functional test. Additionally, visual inspection of cylinders and pump connected revealed that the pump filled the cylinders and deflated the cylinders correctly. Based on the information available and analysis results, the reason for the deflation and inflation issue is most likely determined to be the pump not passing the functional test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after this inflatable penile prosthesis (ipp) was placed, the device was filled but would not inflate or deflate. Troubleshooting was performed but was unsuccessful; therefore, the physician removed the device while still inflated and the procedure was completed with a new ipp. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.